Event description:
Customer called to report that, during the night, the insulin pump emptied out the reservoir into his body. Customer was treated by paramedics. Customer's blood glucose reading was 33 mg/dl. Customer was previously hospitalized for low blood glucose levels. Customer's blood glucose value at the time of admission was 43 mg/dl. Customer stated that the drive support cap is loose. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was programmed with several boluses and monitored. The insulin pump calculated the additional bolus deliveries and they were verified in the daily total screen. The insulin pump was then programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, daily total anomaly, basal anomaly or bolus anomaly was noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.